Event description:
It was reported to philips that the device was unable to be turned on. There was no patient involvement.

Event description:
It was reported to philips that the device was unable to be turned on. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4) , the correct cfn# is (B)(4) .